Manufacturer narrative:
An event regarding revision due to crack/fracture involving unknown bone cement was reported. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant makes no reference to bone cement during right knee event. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the patient reported that "patient alleged doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees and that the cement was part of recall. Patient is inquiring if cement is part of recall". It must be noted that the devices in the left knee were cementless devices. It is unknown if the cement is part of a recall as no lot information for the cement was provided. The medical review provided makes no reference to bone cement during right knee event. The exact cause of the event could not be determined based on the limited information provided. Further information such as product identification, pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported, he had a right tka done on (B)(6) 2016 and a left pka on (B)(6) 2016. Patient started experiencing pain in his left knee shortly after his surgery. Patient alleged doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees. This pi is for the right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported, he had a right tka done on (B)(6) 2016 and a left pka on (B)(6) 2016. Patient started experiencing pain in his left knee shortly after his surgery. Patient alleged doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees. This pi is for the right knee.